Event description:
The account alleged unit in icu7 has head hi/low drift.

Manufacturer narrative:
The technician found the unit with head hi/low drift and no emergency trendelenburg. He replaced the emergency trend valve and checked the head hi/low down valve for contamination but the issue remained. The technician replaced the hydraulic power unit to repair the bed.